Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion and h11. A getinge field service engineer (fse) checked system's performance on iabp trainer & balloon, no issue has been observed. System has passed all functional test. Tested unit for more than 2 hrs. Problem might have occurred due to improper connection. System working satisfactorily.

Event description:
It was reported that during routine check, the cs100 iabp (intra-aortic balloon pump) had autofill failure. There was no patient involvement.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.